Event description:
It was reported that during the insertion of the delivery catheter system (dcs) in a transcatheter procedure, a right femoral artery dissection occurred, necessitating a vascular surgery cutdown to repair the tear. The injury occurred during the insertion of the dcs, and the bleeding started as the dcs was inserted. The access site for the dcs was the right femoral artery, with a minimum diameter of 5.5 millimeters. It was noted that patient anatomy factors, including calcification, contributed to the event. The procedure was delayed by two hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.